Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported upon attempting to remove the gallbladder the pouch split at the bottom. Another was used and it also split at the bottom but the surgeon successfully used the second one to remove the gallbladder. There was no consequence to the pt.